Event description:
It was reported that this patient had not performed a patient initiated interrogation for awhile and noted an orange phone and doctor icon in the bottom right corner of the communicator. The patient had chest pain and trouble breathing. Additionally, the patient had black and bloody diarrhea. The patient was advised to contact his following physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.